Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed using another device of the same model. There were no patient complications.